Event description:
Pt presented with hip complaint approximately 4 years after primary tha. Implants were surgically revised in 2005. There was visible titanium debris, and the modular neck had rotated on the stem. The implants were otherwise intact.